Event description:
Two endeavor sprint drug eluting stents were implanted in the cx during the index procedure. It was reported that an angiographic complication of dissection occurred during index procedure.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (dissection). Evaluation conclusions: inherent risk of procedure ¿ (dissection). (B)(4).